Manufacturer narrative:
(B)(4). Instrument b: batch #: h5129t, exp date: 03/06/2016; MFR date: 04/06/2011; (B)(4). The analysis found that one long60a device (a) was returned in good visual condition and with nine cartridge reloads present. Reloads a, d, e, f, g, h and I were received fully fired; reloads b and c were received unfired. The device was tested for functionality in the straight and articulated positions with the returned cartridge reloads b and c; the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The analysis found that the long60a device (b) was received in good visual condition and with an ecr60g reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bariatric procedure, there was excessive oozing on the staple line. The surgeon noticed in the small bowel firings that a couple of the staples were not completely formed. They were pulled out. The area was over sewed. The patient is fine.